Event description:
It was reported by service report that if any bed function was selected the brake disengages. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: bed extender pins.